Event description:
Customer contacted ortho clinical diagnostics to report a false negative reaction with a pt sample confirmed to have an anti-k. No discrepancies were reported with qc testing. No death or serious injury has been associated with this incident. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed a batch record review to ensure all specs were met. Review was satisfactory. Testing of the retained product was not able to be performed due to expiration of product.